Event description:
The MFR received info from a third party service organization alleging a device's power mgmt board was replaced. The device has yet to be returned to the MFR for eval. At this time we are unable to confirm the alleged malfunction. Follow up report will be submitted when the MFR's investigation is complete.